Event description:
It was reported that the left ventricle lead exhibited high capture thresholds . The lead had dislodged into the coronary sinus. Upon opening the pocket, insulation damage was noted on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.